Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm. The blood glucose was 275 mg/dl at the time of the incident. Customer reported that, they are unable to troubleshoot at time of call. Customer reported that, the alarm occurred during manual prime. Customer advised to call back if issue continues. The insulin pump will not be returned for analysis.